Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Result and preventive maintenance logs capturing the event date were not available from the customer site to verify the issue and evaluate sample integrity as a possible contributing factor for the initial depressed potassium result. Potassium quality control samples were found to be trending lower by 0.2 to 0.4 mmol/l at the time the initial low potassium result was generated, but still within the customer normal reference range. The coefficient of variation exceeded the precision claim of less than or equal to 2.7 % at 3.71%. Although the customer allegedly bleached the ict module, the three required occurrences of procedure 6063 (flush ict module) after re installing a bleached ict module are not present in the instrument's system logs. Therefore, the bleach procedure was either not performed or it was not performed per the instructions in the architect system operations manual. Instrument error code 3375 (unable to process test, aspiration error occurred) also was found, which can be attributed to sample integrity. After installation of the new ict module two days later, the sample was retested and the result shifted by 0.7 mmol/l. Some of this increase may be related to sample storage over a two day period. A review of the customer quality control ranges found that had the customer been using more appropriate quality control ranges, the low quality control issue found would have been more obvious and the quality control results would have been flagged out of range low and the suspect ict module may have been changed before the discrepant potassium result was generated. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the current customer issue. Based on the information from the customer site and the results of the present evaluation, a specific cause for the depressed potassium result was not determined. A product malfunction was not discovered.

Event description:
The customer reports that one emergency room patient sample generated a falsely decreased architect c4000 potassium assay result of 2.7 mmol/l. The patient had diarrhea for two days and had symptoms of dizziness and fainting. The patient was given a one time oral dose of potassium (tablet form) as a result of the low value reported. The customer changed the integrated chip technology (ict) module two days later. The patient sample was then retested and generated a potassium result of 3.4 mmol/l. The customer uses a normal reference range of 3.6 - 4.1 mmol/l. The sample was also tested at another lab and generated a potassium result of 3.5 mmo/l. The patient's physician stated that the patient would not have been treated had the result of 3.4 mmol/l been initially generated and reported. Controls have been within specifications on all days of testing. There have been other physicians stating that potassium results seem to be lower than expected for other patient samples (no specific patient information or results provided). The patient had no adverse reactions and has not returned for any further medical treatment.